Manufacturer narrative:
H.6. Investigation: bd received 43 insyte autoguard 24 gauge units from lot 8061879 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to any of the units. Next, a water/air leak test was performed for the returned units and no leakage was observed coming from the units. Based off the visual inspection and testing the engineer was unable to verify the reported defect.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaks blood. The following information was provided by the initial reporter: material no.: 381412, batch no.: 8061879. It was reported that blood drips out of the cannula. Verbatim: blood drips out of the cannula.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaks blood. The following information was provided by the initial reporter: material no.: 381412 batch no.: 8061879. It was reported that blood drips out of the cannula. Verbatim: blood drips out of the cannula.